Manufacturer narrative:
A partial lead with the distal portion measuring 34.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the left ventricular lead was explanted and replaced due to loss of capture. No further information was reported.